Manufacturer narrative:
Manufacture date updated because product was returned.

Event description:
Consumer states that toothbrush head shredded while using. One bristle was stuck in customers throat. Six bristles came out of toothbrush head. Customer has had a few toothbrush heads that have lost bristles, an average of 2 or 3 bristles per brush head.